Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1168557. Medical device expiration date: 2026-06-30. Device manufacture date: 2021-06-17. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringes 10ml ll bns had a scale marking issue and a broken plunger rod. The following information was provided by the initial reporter: "during the production, operators noticed an incorrect graduation mark on the syringes, and damaged syringes. "

Event description:
It was reported that 2 bd syringes 10ml ll bns had a scale marking issue and a broken plunger rod. The following information was provided by the initial reporter: "during the production, operators noticed an incorrect graduation mark on the syringes, and damaged syringes. "

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1168557. Medical device expiration date: 2026-06-30. Device manufacture date: 2021-06-17. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringes 10ml ll bns had a scale marking issue and a broken plunger rod. The following information was provided by the initial reporter: "during the production, operators noticed an incorrect graduation mark on the syringes, and damaged syringes."

Manufacturer narrative:
H6: investigation summary two photos of 10ml syringes (p/n 301029) were received and evaluated. In one of the photos there were three syringes. One syringe was labeled correct print and the other two syringes said incorrect print. No damage was observed in the syringe above correct print label. Rolled scale was observed in the other two syringes. One photo was of flanges of four syringes with the extended plunger rods. All the plunger rods had severe cracks and damage. One of the plunger rods was missing part of it the neck. The observed conditions were non-conforming per product specification. Potential root cause for the rolled scale is associated with the marking process and potential root cause for the damaged plunger rods is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1168557 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.